Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a heater bag tubing cut into two pieces. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the tube of an amia automated pd cycler set that goes to the bag was sliced and cut in two. This was identified during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.